Manufacturer narrative:
The insulin pump had excessive no delivery alarm during excessive no delivery test due to faulty force sensor resistor. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that they received no delivery alarms. The customer's blood glucose was 70 mg/dl at the time of incident. The customer stated that they tried different infusion sets or cannula lengths. The customer stated that the insulin was not expired or denatured. The customer stated that the sites were rotated. The customer stated that the tubing was not bent or kinked. The customer stated that they tried all remedies. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.